Event description:
This neurovascular workstation is intended for use to record, monitor and stimulate/record biopotential signals including electromyograph (emg), evoked response and nerve/muscle potentials and for the intraoperative diagnosis of acute dysfunction in corticospinal axonal conduction. The system provides feedback to the surgeon and or team to assist in the localization and assessment of spinal nerves and verification of placement of spinal instrumentation to avoid injury to at risk nerve roots. Monitoring was being used in a complex pediatric t2 to l2 scoliosis surgery. All through the surgery, and after screws were placed, and the osteotomy was done, the surgeon continued to get mep at all levels except vastus lateralis, despite changing the vl electrodes during surgery (he got a small response on left vl at 600v but did not want to work at high mep voltage throughout the surgery). Mep was being monitored almost every 5 minutes at 400v, double train, 75us pulse (single train was not giving response regularly) after the screws were being placed, as this was a complex scoli with sprinx, tettered cord, hemivertebra. Surgeon got these responses till 13:21 hrs. The surgeon was performing a hemivertebrae removal using microscope. At 13.22 a number of spikes were seen on both sides of the t12-l1 level and went on continuously until the surgeon realized something could be wrong. At 13:24 another mep was performed that revealed no mep response at the feet and reduced response on right ra interior obliques. Changing the settings and increasing the voltage did not alter the readings. All electrodes were checked. The current was saturating at 550v and could not be increased after replacing the corkscrew electrodes. Post surgery, a wake up test was done and after almost 1 hour the patient started moving her hands, but was not able to execute a command and was not moving her legs. The surgeon denies anything which would have damaged the dura or the cord. There was a lot of bleeding at the hemi-vertebra site and it was suspected that some large blood vessel had been damaged. Under anesthetist recommendation, the patient was not extubated until a few days post-op due to the heavy loss of blood. The patient is reported to have sustained paraplegia and is currently improving but very slowly.

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis.

Manufacturer narrative:
Initial MDR 1045254-2011-00045 was filed on (B)(4) 2011. Additional information from the reporter indicated that the patient's weight at time of the event is estimated to be (B)(6).

Manufacturer narrative:
Further review of the investigation found that the patient was administered the paralytic agent vecuronium at the start of the surgery and propofol during the procedure. The surgeon reported that the event was likely the result of "a vascular insult which caused the problem, as all was well [a] couple of minutes before when an mep was done and [then] there was a sudden increase in spikes on the emg after which the mep showed loss of response." It was noted that the nim eclipse system was not tested prior to the start of the procedure, but was reported to have functioned properly during surgeries before this case. This nim eclipse system was not returned to the manufacturer for evaluation; therefore, a complete failure analysis could not be conducted. Associated accessory devices used during this procedure are: item # (B)(4) (computer notebook), serial # (B)(4), and item # (B)(4) (patient module) serial # (B)(4). Methodologies: since the system was not returned to the manufacture no testing could be completed, the investigation included the following evaluations: -a review of the investigation correspondence with the user via medtronic india -discussion and review of event information and monitor screen shots including mep (motor evoked potential) data provided by the user -a technical review with the research and development team of monitoring screen shots, surgical notes from the neuro-monitoring specialist, and email correspondence -a review of the complaint handling and service and repair database for similar events regarding the specific equipment involved in this event "results and (c) conclusion: please see the following excerpt from the failure analysis executive summary by quality engineering: a nim eclipse surgeon directed system was an accessory to a spine surgery that involved a patient injury. "Medtronic requested the system be returned for analysis, but the hospital staff wanted to continue using it for surgery as they felt there was no equipment malfunction. As of (B)(4), 2011 the system was still reportedly in use." Surgeon believes the operation did not damage the dura or the cord and that the excessive bleeding was due to large blood vessel damage. "Collaboration with medtronic's neuro-monitoring nim eclipse specialist identified the probable cause of the lost nerve response is due to ischemia. "A search in medtronic's complaint handling system through (B)(4), 2012 showed no other complaints related to the device serial numbers." Medtronic's service and repair system showed no history of service being requested for the serial numbers involved. "Engineering review of nim eclipse monitoring screen shots, surgical notes from the neuro-monitoring specialist, and email correspondence showed that channels and electrodes were monitored appropriately and equipment was functioning properly. Conclusion: based on the above executive summary, the patient injury was not caused due to a malfunction of any medtronic device used during the surgery. The most probable cause of patient injury is nerve damage resulting from ischemia, likely the result of a vascular event, i.e., blood loss.